Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.218¿ from the base and the broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade fractured after three minutes of use. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury.